Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise resulting in pacing inhibition and right ventricular (rv) lead impedance measurements of > 2500 ohms. Surgical intervention will be performed within the next month to replace the device and rv lead. No adverse patient effects were reported. Despite repeated attempts we were unable to obtain further information.